Manufacturer narrative:
(B)(4). Concomitant product: guide wire: steelcore; guide catheter: 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded superficial femoral artery (sfa) from the bifurcation to the distal portion. A 6f guiding catheter was advanced and diagnostic catheter revealed there was thrombosis in the entire length of the sfa where there were already implanted stents. A .018" steelcore guide wire was advanced and a 4.0 x 200 mm armada 18 and 6.0 x 200 mm armada 18 balloon catheters were used for pre-dilatation. They were able to get a channel through the thrombosis and starting at the distal end of the sfa several supera stents were implanted. At the proximal end of the sfa, a 6.0 x 100 mm absolute pro self-expanding stent system was advanced and the thumbwheel was unlocked. The stent started to deploy; however, after approximately 10 mm, the thumbslide stopped turning and the stent would not deploy. Several attempts were made to deploy the stent but it would not deploy. The device was removed without issue and another supera stent was successfully used to treat the rest of the sfa. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue.